Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, uterine prolapse, cystocele, rectocele, , vulvar lesion and pelvic organ prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a tvh, bso, a&p repair, vulvar lesion removal, cystoscopy and mesh implant performed during mesh implantation. It was reported that patient underwent implantation of transvaginal tape sling (coloplast) on 7/29/2013. It was reported that patient underwent removal of suburethral sling & cystoscopy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.